Event description:
This 77 year old woman with a history of obstructive sleep apnea was treated with CPAP. Although her apnea-hypopnea index was low, her device reported very frequent vibratory snores and responded by raising inspiratory pressures. Erroneous detection of "vibratory snores" and resultant inappropriate increase in machine pressure is a known defect in respironics devices. There is substantial risk of harm when auto-titrating CPAP is set to a wide range (e.g., 5-15 cm h2o) and had this device been set to a wider range, patient could have experienced significant and prolonged exposure to an incorrect prescription of pap therapy.